Manufacturer narrative:
To date, information suggests that this lv lead remains implanted. At this time, the investigation is considered closed. If new information becomes available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that this transvenous left ventricular (lv) lead exhibited loss of capture (loc) and was determined to have become dislodged. There was no surgical intervention to date to address this issue--the physician planned to monitor only. There was no reported adverse patient effect or impact on critical therapy.